Event description:
Incident, unanticipated (serious injury: hospitalization and required intervention). This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of an adult (>=18y & <65y) female consumer in united states on 30-mar-2015, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. This is a potential legal case. The essure device was attempted to be placed in the consumer's fallopian tube. As the device was being placed, it broke causing her damages. She suffered severe and serious injuries and damages. The consumer suffered a hysterectomy, a gallbladder removal and other serious and severe medical issues. She had suffered a great pain and mental anguish. Also, her general health, strength and vitality had been impaired. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that device broke causing her damages / a portion of the essure coil to become detached into the tube. This event is serious due to hospitalization and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since consumer was hospitalized and she underwent a hysterectomy. Additionally, other serious event gallbladder removal and non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
The patient's past medical history included multigravida, parity 3, spontaneous abortion, c-section, multigravida and multigravida. She denied any history of transaminitis or any history of liver disease. She denied use of alcohol and nicotine. Previously administered products included for an unreported indication: pencillin and nuvaring.. Past adverse reactions to the above products included menstruation irregular with nuvaring.; and rash with pencillin. Concurrent conditions included micturition disorder, tubal ligation since (B)(6) 2013, cystoscopy since (B)(6) 2013, shock and latex allergy. Family history included heart disease, unspecified (mother) and hypothyroidism (mother). Concomitant products included tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]) and vicodin. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device insertion ("device broke causing her damages / a portion of the essure coil to become detached into the tube"). In (B)(6) 2013, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required) and liver abscess (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced cholecystitis chronic (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), injury ("severe and serious injuries"), abdominal pain lower ("great pain / severe abdominal pain"), anxiety ("mental anguish") and general physical health deterioration ("general health, strength and vitality have been impaired"). The patient was hospitalized from (B)(6) 2013 and then for 10 days in (B)(6) 2013. The patient was treated with ciprofloxacin (cipro), ketorolac tromethamine (toradol), antibiotics, surgery (total robotic hysterectomy and left salpingectomy on (B)(6) 2013) and surgery (laparoscopic cholecystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic abscess, liver abscess, cholecystitis chronic, cholecystectomy, complication of device insertion, injury and anxiety outcome was unknown and the abdominal pain lower and general physical health deterioration had not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2013: 2-3 mm of device adjacent to left aspect of fundus human chorionic gonadotropin - in (B)(6) 2013: negative. Pathology test - on (B)(6) 2013: chronic cholecystitis. In (B)(6) 2013, she had total robotic hysterectomy, left salpingectomy and cystoscopy. A normal sized uterus, somewhat hyperemic, however normal size, shape and consistency. There were some minor adhesions of the bladder flap to the anterior abdominal wall on the right side. Cystoscopy was normal as well. No evidence of perforation of the essure device in either the tube or the uterus bilaterally. Photographic evidence confirmed no perforation of the essure device. The uterus itself did look somewhat reddened; however, there was no anatomical anomaly. The cystoscopy showed normal ureteral orifices and adequate functioning, with ureteral jets identified. Pathology test showed benign ectocervix and endocervix, benign inactive endometrium, benign unremarkable left fallopian tube and essure device identified within the uterine myometrium (the specimen is sectioned to reveal a portion of essure device that is present at the left upper anterior myometrium of the uterus). Computerised tomogram showed evidence of fluid collection deep in the pelvis, a small amount of percutaneous drainage as well as a new approximately 2.5 x 3.5 cm lesion in the liver which may be consistent with abscess forming in the pelvis as well as an hepatic abscess. On (B)(6) 2013: computerised tomogram pelvis showed odd shaped pelvic abscess related to her recent hysterectomy, minimal free intraperitoneal fluid with pneumoperitoneal and membrane thickening, new hypodense right hepatic lesion, ileus and bilateral breast implants. On (B)(6) 2013: ultrasound abdomen showed gallbladder sludge. No evidence of acute cholecystitis; trace abdominal fluid was likely postoperative in nature. On (B)(6) 2013:computerised tomogram pelvis showed bilobed air-fluid collection in the hysterectomy site. The more anterior component was unchanged in size while the posterior component had markedly decreased in size. Findings concerning for abscess. Low density lesion in the hepatic dome was more prominent and there was a new low-density lesion in the posterior segment right hepatic lobe. Findings were concerning for developing abscesses. On (B)(6) 2013: CT scan of abdomen showed no evidence of hepatic mass on the current study. Suspect that the previous lesions were the result of either a difference in hepatic perfusion during the early arterial phase image or less likely, areas of focal nodular hyperplasia which have become isodense in a slightly later enhancement phase; gallbladder sludge but no stones, or any other abnormalities regarding the gallbladder. Drainage in rad, pelvis revealed transvaginal aspiration of postoperative cul-de-sac collection. A 8 french self-retaining drain failed to anchor within this collection. No drain was left in place; a total of 2 ml of purulent appearing blood product was removed. The fluid was not foul smelling. The initial aspirate was sent for grams stain and routine bacterial culture and sensitivity testing. In (B)(6) 2013: she was observed with no acute abscess in the pelvis. Some mild fibrinous tissue and old hematoma. On (B)(6) 2013: CT scan of abdomen and pelvis showed 8x4 cm soft tissue mass posterior and inferior to the urinary bladder. This is probably a hematoma or organizing or organized abscess. Post hysterectomy; 8 cm density posterior to the urinary bladder presumably bowel. A hematoma cannot be excluded. Possible 2.5 cm right ovarian cyst. Most recent follow-up information incorporated above includes: on 29-mar-2017: medically confirmed case. Medically records received, reporters, ethnicity, age, other relevant history, lab data, and insertion and removal details of suspect product, concomitant medications, treatment drugs, events were added. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including device broke causing her damages / a portion of the essure coil to become detached into the tube and essure device identified within the uterine myometrium. On (B)(6) 2013, she underwent total robotic hysterectomy and left salpingectomy and essure was removed. After this surgery, she had a pelvic abscess, hepatic abscess and chronic cholecystitis. She was treated with IV antibiotics and underwent gallbladder removal. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Also, during difficult essure insertions the device may break. In this case, device breakage occurred during essure insertion procedure. Patient underwent a hysterectomy, and the pathology report showed essure was within the myometrium. After this surgery she had a pelvic and hepatic abscess and underwent a cholecystectomy. This case was regarded as incident, due to the serious injuries reported (hospitalization, device removal was required and surgical intervention). The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ptc investigation result received on 02-apr-2015: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a reported product quality issue (breakage) in the context of a complicated insertion. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that device broke causing her damages / a portion of the essure coil to become detached into the tube. This event is serious due to hospitalization and listed according to product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since consumer was hospitalized and she underwent a hysterectomy. Additionally, other serious event gallbladder removal and non-serious events were reported. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device broke causing her damages / a portion of the essure coil to become detached into the tube"), embedded device ("essure device identified within the uterine myometrium"), pelvic abscess, liver abscess ("hepatic abscess"), cholecystitis chronic and cholecystectomy ("gallbladder removal") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, spontaneous abortion, c-section, multigravida, multigravida, increased urinary frequency, painful periods, ovarian cyst, back pain, lymphadenopathy, urinary tract infection, pelvic pain female, insomnia, malaise, increased urinary frequency, skin cancer, tonsillectomy in 1997, cesarean section in 2002, conjunctivitis, dysuria, uterine cancer, breast prosthesis implantation, skin biopsy, seborrheic keratosis and basal cell carcinoma. She denied any history of transaminitis or any history of liver disease. She denied use of alcohol and nicotine. Previously administered products included for an unreported indication: penicillin, tetanus in 2009, nuvaring, nuvaring, trazodopne (desyrel) and valacyclovir. Past adverse reactions to the above products included menstruation irregular with nuvaring; and rash with penicillin. Concurrent conditions included micturition disorder, tubal ligation since (B)(6) 2013, cystoscopy since (B)(6) 2013, shock, latex allergy and allergic rhinitis. Family history included heart disease, unspecified (mother), hypothyroidism (mother), heart disease, unspecified (mother), thyroid disorder (mother) and cancer. Concomitant products included tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]) and vicodin. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device insertion ("device broke causing her damages / a portion of the essure coil to become detached into the tube"). In (B)(6) 2013, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required) and liver abscess (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced cholecystitis chronic (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), injury ("severe and serious injuries"), abdominal pain lower ("great pain / severe abdominal pain"), anxiety ("mental anguish") and general physical health deterioration ("general health, strength and vitality have been impaired"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013 and then for 10 days in (B)(6) 2013. The patient was treated with ciprofloxacin (cipro), ketorolac tromethamine (toradol), antibiotics, surgery (total robotic hysterectomy and left salpingectomy on (B)(6) 2013), surgery (total robotic hysterectomy and left salpingectomy on (B)(6) 2013) and surgery (laparoscopic cholecystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, embedded device, pelvic abscess, liver abscess, cholecystitis chronic, cholecystectomy, complication of device insertion, injury and anxiety outcome was unknown and the abdominal pain lower and general physical health deterioration had not resolved. The reporter considered abdominal pain lower, anxiety, cholecystectomy, complication of device insertion, device breakage, general physical health deterioration and injury to be related to essure. The reporter provided no causality assessment for cholecystitis chronic, embedded device, liver abscess and pelvic abscess with essure. The reporter commented: according to the medical records, the physician had difficulty and inability to cannulize either tubal ostia. In addition there was a portion of the essure that detached and remained in the proximal portion of the left fallopian tube. This was the coil that was intended to be placed deeper in the tube. The remainder of the intracavitary anatomy was normal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2013: 2-3 mm of device adjacent to left aspect of fundus human chorionic gonadotropin - in (B)(6) 2013: negative. Nuclear magnetic resonance imaging brain - on (B)(6) 2013: no acute intracranial abnormality. Pathology test - on (B)(6) 2010: benign endometrium with focal predecidual change; on (B)(6) 2013: chronic cholecystitis . Concerning the injuries reported in this case, the following one/ones were described in patient's medical records, fallopian tube spasm, device breakage, complication of device insertion, embedded device, pelvic abscess, liver abscess, cholecystectomy and cholecystitis chronic. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. This ptc was initiated due to a reported product quality issue (breakage) in the context of a complicated insertion. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal extraction form received: surgical history added, uterine cancer as risk factor. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.